Event description:
It was reported that the lead had high threshold and a polarity change from bipolar to unipolar. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).